Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging skin irritation, respiratory tract irritation, dizziness, headache and other (unspecified event). There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on oct 20, 2024, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging skin irritation, respiratory tract irritation, dizziness, headache and other (unspecified event). There was no report of serious patient harm or injury. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, secondary findings dust was observed, and complaint was not confirmed and there was no visible foam degradation. There was zero error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.